Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section with this report. (B)(4).

Event description:
It was reported that the customer was not on the insulin pump at the time of the reported high blood glucose level event.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 566 mg/dl. Customer stated that blood during sensor insertion. The insulin pump will not be returned for analysis.